Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5977k. Investigation summary: the analysis found that one ec45a device was returned was returned with no apparent damage with an ecr45w cartridge reload present. The cartridge reload was received partially fired 1/10. In addition, the knife was noted to be partially advanced into the anvil, thus the device would not close. No functional test was performed due to condition of the device. While no conclusion could be reach as to how the knife was partially advanced, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during the vats right lower lobe resection, could not close the jaw. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.